Event description:
The tech alleged that the brake casters are not holding. No pt impact.

Manufacturer narrative:
The tech found that the brake caster supports at the head left and right are cracked and damaged. The tech replaced both head left and right brake casters and brake caster supports to resolve the issue.